Event description:
The customer reported that the insulin pump was malfunctioning the night before and her blood glucose bottomed up. The customer stated that he has been off the device since then and the most recent glucose level was 485mg/dl, because she has been on manual injections. Troubleshooting was performed, and the drive support cap appears to be normal. The displacement test was performed and passed. During the call, the customer mentioned that she went to the emergency room at the beginning of the month due to low blood glucose of 35mg/dl. The customer stated that she was at work and passed out; then she was taken to the hospital and treated with food. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked display window corners.